Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to securely attach to a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to connect to a monitor) was confirmed. Upon investigation the electrode belt was unable to securely attach to a monitor. The cause for the failure was isolated to bent connector pins. The root cause for the damaged connector pins was excessive force. No adverse event resulted from the defective electrode belt.